Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a merlin.net transmission and was found to have received inappropriate anti-tachycardia pacing (atp). No intervention was performed, as the physician did not want to make any programming changes. The patient was stable throughout.